Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "wrinkles¿. Healthcare professional reported ¿rupture was found via ultrasound¿.this is for an left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ wrinkling : no observed. ¿ rupture : observed, broken assessed as unidentified (tear) and broken assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported "ultrasound showed a lot of wrinkles¿. Healthcare professional reported ¿rupture was found via ultrasound¿ and later reported "capsular contracture, baker grade 3" this is for an left side. The device has been explanted. .

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, "ultrasound showed a lot of wrinkles". Healthcare professional reported, ¿rupture was found via ultrasound¿. And later reported, "capsular contracture, baker grade 3". This is for an left side. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Wrinkling: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "ultrasound showed a lot of wrinkles¿. Healthcare professional reported ¿rupture was found via ultrasound¿ and later reported "capsular contracture baker grade 3" this is for an left side. The device has been explanted.